Event description:
The affiliate reported the customer alleged multiple erroneous cartridge chemistries results (direct bilirubin (dbil), total bilirubin (tbil), albumin (albg), c-reactive protein high sensitivity (crph), aspartate aminotransferase (ast), alanine aminotransferase (alt), glucose (glu), alkaline phosphatase (alp), gamma-glutamyl transferase (ggt), uric acid (ua), triglyceride (tg), cholesterol (chol), high density lipoprotein (hdld), and/or low density lipoprotein (ldld)), for 19 patients, involving synchron lx 20 clinical chemistry system. The customer indicated there was no system error message or flag until low glucose data was obtained and cc sample syringe motion error message displayed. The customer reanalyzed the patient samples and seven patient results were considered clinically significant and amended. This report refers to patient number four. The erroneous results for patient number four were released out of the laboratory. As a result, the patient did not receive appropriate medical treatment as the low analytes results falsely interpreted the patient's liver enzymes to be normal but upon reanalysis were abnormally high. The patient did not experience ill effects at the time of the event. There has been no report of current patient outcome. The customer indicated quality control (qc) is performed daily at 9:30 am and was within the laboratory's established ranges. The customer stated calibration and qc failed the next morning after 5:00 am, after the event. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the coupler connected motor and rod were loose. The fse tightened the screws that had come loose and resolved the issue. The instrument conformed to the manufacturer's published performance specifications. This medwatch report is related to mdrs 2050012-2012-01551 and 2050012-2012-01552.